Manufacturer narrative:
Device was not returned by customer. The impella rp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male had impella rp pump inserted for post cardiac-cardiogenic shock (pccs). The patient had bleeding around the rp insertion site and a total of 5 (five) units of blood products was administered.